Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis was completed by manually moving the c-arm. A philips remote service engineer (rse) evaluated the system and found that there was an issue with longitudinal movement of l-arm. No service has been performed by philips since the service quotation was not accepted by the customer. The customer continued to use the system by manually moving the c-arm. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm could not move. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.